Event description:
It was reported by repair work order that the customer alleged that the patient left siderail could not be latched. However, the technician could not duplicate the failure and found the side rail to be working to specification.